Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one (1) band-aid® brand adhesive bandages flexible fabric extra large, lot# and UDI# is not available. Reported lot number could not be verified for this product. Device is not expected to be returned for manufacturer review/investigation device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) year old female patient called on (B)(6) 2018 to report an allergic reaction on her leg from a band-aid flexible fabric xl bandage used on (B)(6) 2018. The affected area is bright red, dry and itchy. Patient visited emergency room. Patient indicates she has stopped using the product and her physician was aware of product use. Patient states the area is less red and itchy and she is recovering.